Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015-, product type: lead.

Event description:
The patient via manufacturing representative reported that they had 3 falls in (B)(6) 2016, and is now having a lot of back pain where the leads are located. An x-ray was taken, and showed that the leads may have migrated a little bit. The patient's physician was to evaluate the x-rays to determine if a revision surgery needs to be done. It was noted that impedances were ran, and all are within normal limits. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.